Manufacturer narrative:
This final MDR will be the only report submitted for MFR report #3008264254-2017-00140. A non-sterile trufill coil pusher, dual mark was received coiled inside of a pouch. The wire was inspected and can be observed the coat (ptfe sleeve) was found peeled. The core wire was inspected under a vision system; the ptfe presented evidence of several scratches, due to the conditions that present the ptfe is probably that the guide wire had friction with an unknown object and in consequence ptfe was separated from the guide wire. The device history records were reviewed relative to the manufacturing, inspecting and packaging of lot 10764494. The history records indicate this product was final inspection tested and was determined to be acceptable. The failure reported by the customer as ¿embolic coil pusher - fractured-during use¿ was confirmed. Due to the condition of the received device it is not possible to determine the exact moment and cause of how it happened. The ptfe sleeve was found peeled. The cause of the peeled section of the ptfe might be provoked by the friction with another device; however, this could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the enterprise manufacturing process. There is no current safety signal identified related to the reported event based on review of complaint history for the device. No corrective action will be taken at this time.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #3008264254-2017-00140. The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a trufill coil pusher (632-774x/10764494) was used during a procedure when the ptfe sleeve sheared off of the coil pusher while inside the patient. There was no damage noted to the devices prior to use. There were no adverse events to the patient as a result of this event and there was no delay in procedure. The patient's information is not available. The device is being returned for evaluation. Reportedly, the patient is currently doing fine.